Event description:
It was reported the patient was not able to adjust stimulation. It was reported there was a coupling problem. It was reported that since implant, the patient had not been able to get more than 2 boxes shaded. It was reported the patient did not use their recharging belt, rather would hold the antenna in place with her hand. The antenna locate feature was used and the middle number got up to 60 but it kept on dropping. The highest she could get was 50. Antenna locate was noted to not assist in getting more bars shaded. It was reported the patient could readily feel the implantable neurostimulator (ins), and it seemed flush and no excessive movement. It was reported there was some swelling. It was reported the patient had no stimulation sensation starting a couple of days ago. It was reported the other day, they patient wanted to increase the stimulation because she was not feeling any stimulation and could not. It was reported the patient had realized the device was dead. The patient used antenna locate and the highest she got was 60 then came back down. It was reported the patient was getting 0 boxes shaded in. It was reported the last time the patient charged was at her doctors appointment on (B)(6) 2014 and was getting 2 coupling boxes. It was stated the rep was worried it was from the swelling. It was reported the patient was getting white coupling bars, no black coupling bars for the past 4 days. It was reported, "initially the first 30 days after implant, she had successful charge". It was reported the site appeared slightly swollen, but not enough to hinder charge. It was reported the device was not moving around inside the pocket. It was noted the patient had an appointment scheduled this coming wednesday. No new reportable information.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their doctor or medtronic representative and their concerns were resolved. An appointment date of 2014 (B)(6) was noted.